Manufacturer narrative:
(B)(4). Visual examination of the returned product found it exhibits signs of repeated use and the lateral side of the condyle feature has fractured off. All pieces were returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tasp fractured. All pieces were returned. Attempts to obtain additional information have been made; however, no more information is available.